Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a review of available electrocardiograms revealed noise on the right atrial lead since 2014.

Manufacturer narrative:
Race- should have been white. Weight - should have been (B)(6) kg. Should have also been study.

Event description:
New information notes the lead was to remain implanted and was being monitored. The patient was stable at the last follow up in clinic.